Event description:
Ciaglia blue rhino tracheostomy tube inserted into pt to find that it was defective and had to be changed, the balloon was tested and worked properly but the connection from the outer cannula to the stabilizer on top was leaking air, new shiley trach inserted with no harm to pt.